Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she needed some assistance with the bolus and sensor features. Customer reported that she recently had blood glucose levels over 400 mg/dl. Blood glucose level on the morning of the call was 305 mg/dl. The customer also reported that the insulin pump's buttons were stuck and she received a lost sensor alert. The insulin pump was not replaced or returned for analysis.